Event description:
On 2026-apr-28 rtg1036775 (con): information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient said they are seeing a message on their controller that says settings not available, cannot provide your desired intensity settings. Patient reports this message has been occurring a long time, maybe 3-4 weeks. Reviewed error message: settings not available. Cannot provide your desired intensity settings. The patient was redirected to their healthcare provider to further address the issue. On 2026-may-18 patltr (con): additional information was received from the patient (pt). Pt said they needed a new battery in their back and that they made an appointment to have the device replaced. Pt reported that on june 1st, the healthcare provider (hcp) was going to replace the unit in their back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.